Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned and no other evidence was provided that clearly indicate a revision surgery was performed. Medical affairs was consulted on the details of the investigation. According to their review, "there are signs visible in the CT-scan which could be interpreted as loosening of the tibial and talar implant. However, there is no clear loosening or displacement visible. The pe liner can only be assessed indirectly and looks intact and in place. I assessed the incident as being at least partially user related, because with the given information it is not clear why the osteosynthesis has been left in the patient and especially, why the set screw between the fibula and the tibia has been left in the patient. The direct contact/proximity between the implants and the osteosynthesis may have caused loads on the arthroplasty at least contributing to the assumed loosening. Usually, the set screw is taken out after six weeks to avoid the synthesis between the two bones (which occurred here, finally)." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.